Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose level in the 300's mg/dl. Cause was unknown. The customer received treatment with intravenous fluids and insulin, which resolved the issue. The customer experienced a fall which resulted in a broken arm and a head injury that led to a brain bleed. The customer was released on (B)(6) 2025 with no permanent damage.